Event description:
Duplicate of int-011372 / (B)(6) cancelled. The following adverse event was reported by the treatment provider below: received date: 08/02/2021. Contact- caller name-patient/provider and title: (B)(6). Patient initials- name: sex- male treatment date or dates: on (B)(6) 2020, on (B)(6) 2021. Area(s) treated: flanks. Date of onset of symptoms (when patient first noticed): on (B)(6) 2021. Area(s) with symptoms: flanks. Coolsculpting system serial- upm number: (upgraded no longer has applicators) applicator: cooladvantage & coolsmooth pro contour, if applicable: curve. Applicator serial number: no longer has legacy machine- upgraded to elite- no longer has system treatment settings/treatment parameters: (legacy applicators). Gel pad/syringe lot number: description of events: the patient has enlargement and firmness to both flanks. Provider has diagnosed patient with ph to the flanks.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01603-00.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report from a treatment provider that a patient received coolsculpting treatment to the flanks using cooladvantage applicator and was later diagnosed with paradoxical adipose hyperplasia on the treated areas.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.